Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right hemicolectomy, the ligasure handpiece had a tissue sticking issue. A similar device was used to complete the procedure. There was no patient injury. Further information is unavailable.